Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had high pacing thresholds. Additional information indicates that the lead did not have good tissue contact due to microdislodgement. The lead body looked intact from the terminal pin down to the tip under fluoroscopy. The threshold was high at implant but gradually increased overtime. The lv lead is no longer in service. No additional adverse patient effects were reported.